Event description:
The report indicates that one month following initial cervical fusion surgery with supplemental posterior fixation- occiput to c7 ((B)(6) 2013) it was discovered that all three occipital bone screws on the occipital plate had completely pulled out. The screws were still attached to the plate. Revision occurred on (B)(6) 2013. Patient's activity level is unk. Patient noncompliance to post- surgical instructions was reportedly a contributing factor; patient apparently did not wear cervical collar. Reasons for this non-compliance are unk at this time. It was reported that the bone quality was poor and the three fixation screws (only 2 midline, one left) was insufficient, but was the best case planning based on the patient anatomy. Surgical procedure suggests 3 screws in midline with 5 total screws being optimum.

Manufacturer narrative:
(B)(4). Revision surgery was performed to fixate plate superiorly on virgin bone. Same screws were implanted on patient and were not returned. No further investigation of the reported event can be completed at this time. The root cause of this reported event has not been determined, no conclusion can be drawn. Eval of the radiographs and info from the surgeon suggests that patient post-surgical noncompliance and patient osteoporosis contributed to the failure to osseointegrate the bone screws. Labeling review notes the following: 'potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury.' 'Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant.' 'Care should be taken to insure that all components are ideally fixated prior to closure.'